Event description:
It was reported that the pump declared alarm 20 during its operation. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, leaving the impact unknown. Technical support arranged for the pump to be replaced, ensuring the customer would use a backup insulin pump to maintain insulin delivery. The caller was instructed on how to store the pump and return it with a pre-paid label, which they acknowledged.